Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and lost conscious. The customer was admitted to the hospital and treated with the intravenous insulin drip and discontinued using the pump.  The customer also alleged missing retainer ring, a damage on reservoir compartment and the pump was not turning on with battery cap issue. Troubleshooting was performed and found that the customer had not been using the insulin pump system within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump was received without a battery installed. The pump was received with the metal contact missing from the battery cap. A test battery cap locks securely into place. The pump was also received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump powered up properly after battery installation. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered = 0. Daily total of basal insulin delivered = 0. Daily total of bolus insulin delivered = 0. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:21:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 11:31:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 02:57:18.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 03:00:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 05:40:38.000 alarm alert notification fault number = no delivery (7) during prime. (B)(6) 2023 07:57:27.000 alarm alert notification fault number = no delivery (7) during prime. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to test for no delivery alarm/insulin flow blocked alarm due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. No delivery alarm/insulin flow blocked alarm was unknown. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:18:05.000. (B)(6) 2023 08:18:24.000. (B)(6) 2023 08:29:25.000. (B)(6) 2023 08:39:02.000. (B)(6) 2023 08:39:13.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:18:12.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:29:03.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:29:36.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert and replace battery alert/replace battery now alarm noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Battery cap contact missing/damaged was confirmed. Blank display was not confirmed. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) was confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify customer alleged for high bgs and dka. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received without a battery installed. The pump was received with the metal contact missing from the battery cap. A test battery cap locks securely into place. The pump was also received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump powered up properly after battery installation. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 25-jul-2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 25-jul-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 0 dailytotalofbasalinsulindelivered = 0 dailytotalofbolusinsulindelivered = 0 please see below for pump errors/alarms noted 1 week prior to the event date 25-jul-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 07/20/2023 11:21:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 07/20/2023 11:31:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 07/21/2023 02:57:18.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/21/2023 03:00:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 07/21/2023 05:40:38.000 alarmalertnotification faultnumber = no delivery (7) during prime. 07/25/2023 07:57:27.000 alarmalertnotification faultnumber = no delivery (7) during prime. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to test for no delivery alarm/insulin flow blocked alarm due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. No delivery alarm/insulin flow blocked alarm was unknown. Insert battery alarm was recorded and found in the formatted history file on: 07/25/2023 08:18:05.000 07/25/2023 08:18:24.000 07/25/2023 08:29:25.000 07/25/2023 08:39:02.000 07/25/2023 08:39:13.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 07/25/2023 08:18:12.000 pump error 23 alarm was recorded and found in the formatted history file on: 07/25/2023 08:29:03.000 power loss alarm was recorded and found in the formatted history file on: 07/25/2023 08:29:36.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert and replace battery alert/replace battery now alarm noted 1 week prior to the event date 25-jul-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Battery cap contact missing/damaged was confirmed. Blank display was not confirmed. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) was confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify customer alleged for high bgs and dka. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.